Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted in the patient using a 12f amplatzer amulet delivery sheath. The transseptal puncture was performed in a posterior and inferior location, and an amulet delivery sheath (12f) was used. The patient was in sinus rhythm at the time of the procedure. Activated clotting time (act) levels were more than 300, and 8,000 units of heparin were administered during the procedure. There were no difficulties implanting the device, with only one device deployment and no partial or full recaptures. There were no multiple wire or delivery sheath exchanges, and the wire was not placed in the left atrial appendage. Approximately 15 minutes after the procedure, a cardiac tamponade was detected via transthoracic echocardiography (tte). The tamponade was noted at the atrial septum. Percutaneous drainage was performed. No pericardial effusion was noted during the procedure, and the implanter does not believe the abbott device caused the cardiac tamponade or pericardial effusion. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.